Event description:
Needle fractured in pt's tongue. Upon pulling back, the needle was almost sheared off but was still attached. This was the pt's first tongue treatment. This occurred on the last lesion created by the dr. Dr delivered 4 lesions, this occurred on the fifth. Each lesion was approximately 200 joules. Product was thrown into sharps container. Item was retrieved from sharps container and returned by federal express for investigation.